Event description:
A nurse educator called to request a replacement pump for the customer. It was stated that the device was very dirty and the customer had unexplained high bgs. Troubleshooting on the unit was denied.